Event description:
It was reported that following aortic valvuloplasty, the resistance was encountered during retraction of the balloon through the introducer sheath; however, the balloon was able to be removed from the sheath in its entirety. No report of pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot number was not provided. The device was not returned. Images were not provided. Therefore, the investigation is inconclusive. The instructions for use lists applicable complications and/or provides applicable warnings, precautions or use instructions.